Event description:
The customer reported a "fog" coming from the unit. The employee complained of coughing. The employee did not seek medical attention or require treatment for her symptoms. The field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found the unit producing oil mist. He replaced the oil mist eliminator with alcatel ome. The fse ran an empty chamber test cycle and the unit met specifications. This issue is being addressed with a customer letter, related to correction & removal.